Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/23/2015 with the following findings: accuracy testing was performed on the pump; no delivery defects were found. Pump was run on a 24 hour basal program using returned battery cap with no intermittent power/reboot occurrences. Pump was opened; inspection performed on the power circuit with no defects found. No moisture found internally. Returned battery cap used to perform investigation. No damage to battery compartment threads or battery cap; battery cap threads/tightens properly. Battery cap contact measurements are found to be within tolerance. Due to continued use, pump information from date of complaint (9/24/14) has been overwritten. There are no unexplained por's observed in the bb data. Power rebooting was not duplicated during this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6)2014, the reporter contacted animas alleging a hyperglycemic event associated with an intermittent power issue. The reporter stated that the patient's blood glucose was 452mg/dl with no ketones and symptoms of dehydration, dizziness, lightheadedness, nausea, polydipsia, polyuria, blurred vision, extreme drowsiness, difficulty waking up, confusion, and strong fruity breath. Reportedly no treatment was provided above and beyond usual diabetes management, there had been no pump setting adjustments by the patient's healthcare provider before or after the alleged event, and the patient remained on the pump. It was determined during troublshooting that there was no damage to the battery cap, the patient had been able to secure the cap to the pump, but that the yellow o-ring was visible at the time of the alleged power issue, indicating that it had not been fully secured. This complaint is being reported for alleged hyperglycemia for which it was determined that a patient use error was a contributing factor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.